Event description:
Sinus infection; there is a current recall on my CPAP machine. I've filed the necessary forms to get the device replaced but still haven't received it. About 3 weeks ago, after using the CPAP machine, I wake up with sinus infection like symptoms. Nasal congestion, drainage, sneezing. I stop using the CPAP and the symptoms go away. I use the device again and I have the same symptoms. FDA safety report ID# (B)(4).